Event description:
It was reported that the patient underwent surgical intervention to replace an inflatable penile prosthesis (ipp) due to the implant not inflating as a result of fluid loss. During the procedure, the physician found that the right cylinder had crossed over the corpora at the distal end. The physician decided to implant a tactra to allow the corpora to heal properly and allow for another ipp to be implanted at a later date. The patient has fully recovered.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.